Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-13085. It was reported that the patient's leads had migrated. The issue was confirmed via x-rays. It was noted that the patient had a fall and lost effective therapy after. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. During the procedure, it was noted that the leads had twisted around each other many times and looked like a braided rope. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.